Event description:
It was reported that this patient with the pacemaker was experiencing light headedness and feeling muscle stimulation. The device was interrogated and was found to be in safety mode. The patient was admitted into the hospital to be scheduled for a box change out. Subsequently, the patient was transported to (B)(6) and the device was explanted and replaced. No additional adverse patient effects were reported. This involved competitor right ventricular (rv) lead was also explanted and replaced with another competitor rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).